Manufacturer narrative:
The insulin pump passed displacement test and self test. No audio or beep anomaly. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had beep anomaly. Customer's blood glucose at time of incident was 160 mg/dl. The customer stated beep is very difficult to hear or barely gets a beep at all. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.